Event description:
It was reported that the patient is experiencing left vocal cord paralysis. The surgeon thinks it is likely temporary and prescribed the patient steroids. The patient was referred to an ent. The surgeon reported that the patient has not been seen for follow-up and that it was unknown if there were any external factors or trauma that could cause or contribute to the vocal cord paralysis. The surgeon believes that the vocal cord paralysis happened during vns surgery. The ent reported that the patient has not been seen again and that speech evaluation and therapy have been planned. The ent indicated that vocal cord injection is possible in the future if the event continues.